Event description:
It was reported that the 9800 system will not boot at c-arm. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the cal files. Cal files replaced and system tested for proper operation. System functioned as intended and returned to service.